Event description:
Customer reported a failure code 533. Customer reported there were no patient injuries associated with this report and there have been no incident reports filed since the baxter service event. Customer did not have information wehther incident occurred during patient infusion.